Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon burst. The patient was undergoing percutaneous coronary intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. Due to heavy calcification, the balloon burst. The device was replaced with another balloon, and the procedure was completed. There were no patient complications, and the patient was fine post-procedure.